Manufacturer narrative:
Related report numbers: 3004548776-2026-00286.

Event description:
The following has been reported by customer: adverse events equipment performed automatic bolus without having been programmed while they were infusing sedative drug - additional information requested from the reporter. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.